Manufacturer narrative:
The territory manager was onsite prior to the date of the even, performing a system verification according specifications. The root cause is unk. (B)(4).

Event description:
Site's surgical services director reports an irregular flap, the last third of which was superficial and shallow in the epithelium with a blister and did not fully complete. The following day, the 'blister' popped and the surgeon smoothed the flap area down and sent the pt home to heal. During a second pt exam, the surgeon indicated the pt's eye was healing and after 60 days, will perform an asa (advanced surface ablation) procedure.